Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was in preadmitted status. A technical support specialist dialed into station found visit identity was in preadmitted status, advised the pharmacy staff to have admit discharge transfer system to admit the visit ID, confirmed visit ID was in admitted status, able to remove orders. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, nursing staff was unable to remove the medication for an admitted patient on the 6s floor. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.